Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during testing at the hospital, it was noticed that the bur was broken. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that during testing at the hospital, it was noticed that the bur was broken. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.